Event description:
On (B)(6) 2020, hcp implanted barbed pdo threads in midface. 2 threads were placed on each side of the face. On (B)(6) 2020, a week after treatment, patient reported swelling/lump/granuloma at distal end of threads near marionettes and nasolabial folds. One thread was removed. On (B)(6) 2020, company sales representative informed that the patient swelling appeared to be subsiding and that it didn't include any associated pain. No additional product information or patient status was given.